Event description:
Boston scientific neurovascular became aware that during an event the subject got stuck in the hoop and then sheared the microdelivery catheter when the physician attempted to remove it. No complication were reported to have occurred with the pt during this event.